Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-01-0240 - logic femoral ps cem left sz 4; (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6), 200-02-38 - three peg patella 38mm; (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm; (B)(6), 204-70-00 - tibial stem ext. Screw. Pending investigation.

Event description:
As reported via legal documentation that a 56 y/o male patient had a left knee replacement on (B)(6) 2015. Approximately 7 years after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Postop diagnosis: failed left total knee arthroplasty with polyethylene insert wear, aseptic femoral component loosening with severe underlying osteolysis, global instability. Patient had increasing pain, swelling and instability. Findings: a marked effusion was noted. A large effusion was present within the knee with normal-appearing joint fluid. The knee synovium was markedly thickened and contained copious amount of bead-like projections with a whitish-gray hue consistent with pronounced particle disease. The indwelling polyethylene insert exhibited mild macroscopic poly wear. The femoral component was found to be grossly loose and readily explanted. The femoral component was completely debonded from the underlying cement. Upon removing the cement off of the distal femur, a massive cystic osteolytic lesion was present involving nearly the entirety of the lateral femoral condyle and the notch with only the cortical rim of the lateral condyle still intact. The tibial baseplate was vigorously tested and confirmed to be still will-fixed to bone. The patellar button was also still well fixed without any obvious signs of macroscopic wear. Collaterals and the extensor mechanism were intact. A silverlon dressing was applied. The patient was awoken and transferred to the pacu in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: d1/d2a/d2b, h6 MDR section codes updated/corrected: a, b, c, d, e, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.